Manufacturer narrative:
Clinical evaluation performed by medical affairs director: hip revision surgery occurred 3 years and 5 months after cementless total hip arthroplasty in a (B)(6) patient. Radiographic images provided show the presence of reduced bone density and regions of separation of the bone from the stem of unknown nature. This could be due to osteolysis or mechanical load transfers. The reason of this event cannot be determined. The lot number of the involved implant is not known at this point, so no batch record review can be performed.

Event description:
On (B)(6) 2019 we were informed about a patient that will be revised on (B)(6) 2019 due to stem loosening, detected through x-rays, 3 years and 6 months after primary surgery.

Manufacturer narrative:
On mar 21, 2019 the reference and the lot number of the involved stem were provided by the agent (stem: amistem h 01.18.136 ha coated std stem size 6 lot. 151391) and it was confirmed that the revision was performed on march 15, 2019 as planned. Batch review performed on 17 april 2019: lot 151391: (B)(4) items manufactured and released on 21-aug-2015. Expiration date: 2020-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: preliminary visual investigation shows tissue bone residual on the femoral stem, and some scratches due to removal. It is not possible to determine an implant-related failure root cause.